Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify failed battery test alarm, low battery alarm and perform functional testing including the operating currents, displacement test, self test and unexpected restart error test due to blank display.

Event description:
The customer reported via phone call that insulin pump had failed battery alarm. Blood glucose was unknown. The insulin pump will be returned for analysis.